Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a loss of motor and sensory function below the waist a day after her scs system was implanted. Follow up identified the patient's entire scs system was removed. Reportedly, the patient has not regained movement in either leg. The physician assistant stated the patient was on "spine protocol" for paralysis, which includes physical therapy.